Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The following day, the customer received another cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level ranged from 312 (mg/dl) to greater than 400 (mg/dl). The customer's bg levels were addressed with a bolus delivery via the pump. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.